Event description:
It was reported that: "acetabular implants removed due to osteolysis."

Manufacturer narrative:
DHR, complaint history record & packaging insert review. The investigation concluded that the exact cause of the event could not be determined due to the lack of clinical information provided. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. A medical review of this specific case could not be performed as no medical records were made available. If additional information should be received, this investigation will be reopened. Device history review showed no reported discrepancies. Complaint history review shows that review of the product experience reporting database indicated that from 2004 to (B) (6)2010, there have been other reported events regarding osteolysis for trident products. Osteolysis is a known potential effect of thr. A packaging insert review of qin #l4350 rev. C indicated the following. "Loosening of total hip components can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Late loosening may result from trauma, infection, biological complications, including osteolysis, or mechanical problems, with the subsequent possibility of bone erosion and/or pain."